Event description:
It was reported that the fiber cap detached during a prostate procedure. The procedure was canceled "due to a lot of bleeding". The pt outcome was "no injuries reported". This report is for the second fiber.

Manufacturer narrative:
Fiber analysis: the metal cap is detached and returned. The metal cap is severely burned. The metal cap exhibits detritus. The glass cap exhibits devitrification at the output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficient. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered the procedure.